Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 38-year-old female patient who had essure (batch no: a64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations/dysmenorrhea (cramping),/cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In june 2013, the patient experienced anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). In february 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,") and bladder disorder ("bladder or urinary problems or changes,"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids") and experienced cyst ("cysts"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and burning sensation ("burning pain"). The patient was treated with surgery (hysterectomy, oophorectomy (bilateral removal of ovaries), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage and burning sensation had resolved and the menstrual disorder, urinary tract disorder, bladder disorder, weight increased, uterine leiomyoma, cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, burning sensation, cyst, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received: outcome of vaginal haemorrhage , menorrhagia updated to recovered / resolved. Treatment drug and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations") and menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 38-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations/dysmenorrhea (cramping),/cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,") and bladder disorder ("bladder or urinary problems or changes,"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids") and cyst ("cysts"). In 2014, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and burning sensation ("burning pain"). The patient was treated with surgery (hysterectomy, oophorectomy (bilateral removal of ovaries), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea and burning sensation had resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, weight increased, uterine leiomyoma and cyst outcome was unknown. The reporter considered bladder disorder, burning sensation, cyst, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 38-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations/dysmenorrhea (cramping),/cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,") and bladder disorder ("bladder or urinary problems or changes,"). On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids") and cyst ("cysts"). In 2014, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"), burning sensation ("burning pain"), anxiety ("psychological or psychiatric problems: mental anguish") and depression ("psychological or psychiatric problems: depression"). The patient was treated with surgery (hysterectomy, oophorectomy (bilateral removal of ovaries), bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea and burning sensation had resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, weight increased, uterine leiomyoma, cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, burning sensation, cyst, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received: new events: depression, anxiety added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 38-year-old female patient who had essure (batch no. A64637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: mirena. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruations/dysmenorrhea (cramping),/cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In february 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes,") and bladder disorder ("bladder or urinary problems or changes,"). On 9-jun-2014, 1 year 3 months after insertion of essure, the patient experienced uterine leiomyoma ("fibroids") and cyst ("cysts"). In 2014, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and burning sensation ("burning pain"). The patient was treated with surgery (hysterectomy, oophorectomy (bilateral removal of ovaries), bilateral salpingectomy). Essure was removed on 9-jun-2014. At the time of the report, the pelvic pain, dysmenorrhoea and burning sensation had resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, urinary tract disorder, bladder disorder, weight increased, uterine leiomyoma and cyst outcome was unknown. The reporter considered bladder disorder, burning sensation, cyst, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping),pain, weight gain / loss specify which one: weight gain, other injury(ies) or complication (s) please describe: fibroids and cysts, did not undergo essure confirmation test and burning pain. Lot number added. Concomitant and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.